Event description:
The facility's biomedical engineering department reported in infusion pump with depleted battery, which had caused the time and date of the pump to be reset. During service testing, the device failed with a failure code 570. There was no patient incident reported involving this pump.